Event description:
It was reported that the pt was admitted to the hospital in 06/2005 primarily for the evaluation of his recurrent sudden onset congestive heart failure, respiratory distress, and angina pectoris. Shortly after admission to the hospital, the patient's congestive heart failure and angina pectoris had been addressed. By the time the pt reached the medical ward, his condition had stabilized. The pt was stable at the time of discharge six days later, to resume his previous no-added salt diet, and activity will be gradually progressed. No additional informaion is available.

Event description:
It was reported that after the procedure, at an additional visit, the pt showed symptoms of a stroke left caveous infarct x 2. The condition was not pre-existing and stopped in 6/2005. Is is unk if the stroke is related to the device. This event resulted in new/prolonged hospitalization and the outcome is resolved.